Manufacturer narrative:
(B)(4). Devices not received for analysis. Eng eval completed on 2020.03.04 by (B)(4). Design-related issues: the design of this femoral head pusher, low profile/modified femoral head impactor has been in the field since 2013. Exactech is aware of (B)(4) total complaints involving 8 femoral head pushers since 2013. The issue does not appear to be design related. Mfg-related issues: the manufacturing lot information was not provided. Therefore, no information regarding the manufacturing of the specific device lot can be gathered at this time. Corrective actions are not required because the occurrence rate is ¿very low,¿ the and the risk is captured in the racr. The broken devices reported in (B)(4) were likely the result of stress risers introduced during impaction which led to crack initiation, propagation, and ultimate fracture of the devices. However, this cannot be confirmed because the components were not returned for evaluation. IFU 700-096-181: instrument inspection ¿ visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. ¿ check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. ¿ if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. These devices are used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. The femoral head impactor broke when impacting the 36 ceramic head. All pieces were removed from the patient. The head impactor broke in about 5-6 six pieces and was thrown in the hazarded materials bin. An investigation was conducted; the broken device reported was likely the result of stress risers introduced during impaction which led to crack initiation, propagation, and ultimate fracture of the devices. However, this cannot be confirmed because the components were not returned for evaluation.

Event description:
It was reported from the us that during an orthopedic surgery a head pusher broke. The femoral head impactor broke when impacting the 36 ceramic head. All pieces were removed from the patient. The head impactor broke in about 5-6 six pieces and was thrown in the hazarded materials bin by the scrub. No items will be returned. Multiple email requests were sent to the contacts for additional information. No additional information was provided by the contacts related to this event. These devices are used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. The femoral head impactor broke when impacting the 36 ceramic head. All pieces were removed from the patient. The head impactor broke in about 5-6 six pieces and was thrown in the hazarded materials bin. An investigation was conducted; the broken device reported was likely the result of stress risers introduced during impaction which led to crack initiation, propagation, and ultimate fracture of the devices. However, this cannot be confirmed because the components were not returned for evaluation. It was reported from the us that during an orthopedic surgery a head pusher broke. The femoral head impactor broke when it was dropped on the or floor. The reported device event of an instrument being dropped on the or floor did not cause or contribute to serious injury or death and is not likely to cause or contribute to serious injury or death if the event were to recur. Another instrument is readily available. No items will be returned. Multiple email requests were sent to the contacts for additional information. No additional information was provided by the contacts related to this event. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any design issues. The reported device event of an instrument being dropped on the or floor did not cause or contribute to serious injury or death and is not likely to cause or contribute to serious injury or death if the event were to recur. An investigation was conducted; the broken device reported was likely the result of stress risers introduced during impaction which led to crack initiation, propagation, and ultimate fracture of the devices. However, this cannot be confirmed because the components were not returned for evaluation.